Event description:
It is reported that the devices was implanted in 2000. Patient presented with a tibial base plate loosening, onset date of 2008. Revision surgery occurred on approx three months later.

Manufacturer narrative:
Evaluation summary: no product rec'd for evaluation. Also, x-rays are not available for review. Lot number of the device is not known, so device history records could not be reviewed. Device has been implanted for approx 7.5 years. Cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.